Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, fmc cassette and the adverse event of peritonitis. The cause of the reported complications and peritonitis is unknown; therefore, causality cannot be established. Per the patient, these events led to the patient discontinuing home based renal replacement therapy (rrt). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the limited information available, the liberty cycler and/or fresenius medical care (fmc) cassette cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of causality, treatment records, discharge summary and culture results, there is insufficient evidence to disassociate the liberty cycler or fmc cassette from the event.

Event description:
A peritoneal dialysis (pd) patient reported that they left home dialysis due to peritonitis but has since been transplanted (specifics unknown). Additional information was requested but to date, has not been provided.